Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.

Event description:
The event was a revision surgery due to postop fracture. Additional details (including date of primary surgery and explant information) are unknown. The surgeon implanted a ø51 helmet head and a ø24/ø10 eccentric taper adapter.